Event description:
Physician attempted to deploy a 7f celt to close a 7f sheath. Upon completion of the final step bleeding was noted. Manual compression was used to achieve hemostasis successfully. While the patient was still on the table, the physician used flouroscopy and ultrasound to determine that the implant was deployed interarterially and remained in the common femoral artery. The patient was not experiencing any symptoms, but the physician decided to electively cut down on the common femoral artery to remove the implant. The cutdown and implant removal was successfully and the patient was discharged without any further incident.